Event description:
It was reported, while not in clinical use there was a co2 rebreathing issue. No reports if patient or user harm/injury. Investigation is ongoing.

Manufacturer narrative:
H10: a field service engineer (fse) was dispatched onsite to evaluate and repair the device. It was confirmed that the issue was not resolved after a device reset, and the recommendation was to replace the flow sensor assembly; however, the customer declined. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. H11: please note the cfn/fei is 2031642. This record is a follow up to: MFR report number 2031642-2022-03124.